Event description:
It was reported that the pacemaker was discovered to be in safety mode. A revision procedure is being planned, and the pacemaker remains in service at this time. No adverse patient effects were reported.